Event description:
Failed fossa-eminence tmj device (tmj, inc.). Pt has had 1 year history of pain and swelling over area of implant at surgery anterior 2 screws were loose. Severe rt zygomatic degeneration under implant due to loose screws. Also severe condylar degeneration against implant.